Manufacturer narrative:
A patient update was received on august 11, 2016 - while at the ER, she was going into anaphylactic shock and could not be given epinephrine because her blood pressure was too high. She was given prednisone and benadryl which reduced the swelling and symptoms. She no longer has these symptoms. She was sent to an allergist for blood work to see if something else was wrong. At this point the dr's do not know what happened. She also stated her knee hurt before the orthovisc injections and still hurts today. She did not have the lot #'s or any more information. Unit not available for evaluation.

Event description:
The nurse from ethicon reported that a patient (female) after receiving her first orthovisc injection on (B)(6) 2016 she began experiencing nauseousness. The nurse reported that after receiving her second injection on (B)(6) 2016 the next day the patient woke up to her mouth feeling itchy and then the following day the patient started to experience swollen lips and tongue. The nurse stated that the patient then went to the ER, had a blood pressure of 200/100 and the doctor there told the patient that she was going through a bio phase reaction. The doctor at the ER recommended the patient to not take the third injection due to the reaction the patient was having. The nurse stated that the patient has osteoarthritis and inflammatory arthritis. The nurse also stated that the patient has a allergy to bees. The nurse reported that the patient stated that she is having no problems with her knees and found the injections helped. The nurse was unsure which knee the patient received the injections. The nurse reported that the patient is unsure if orthovisc has anything to do with the reaction she is having but stated that is the only other thing she has been in contact with that is different from the norm. The nurse could not provide any other further information.

Manufacturer narrative:
Unit not available for evaluation.

Event description:
The nurse from ethicon reported that a patient (female) after receiving her first orthovisc injection on (B)(6) 2016 she began experiencing nauseousness. The nurse reported that after receiving her second injection on (B)(6) 2016 the next day the patient woke up to her mouth feeling itchy and then the following day the patient started to experience swollen lips and tongue. The nurse stated that the patient then went to the ER, had a blood pressure of 200/100 and the doctor there told the patient that she was going through a bio phase reaction. The doctor at the ER recommended the patient to not take the third injection due to the reaction the patient was having. The nurse stated that the patient has osteoarthritis and inflammatory arthritis. The nurse also stated that the patient has a allergy to bees. The nurse reported that the patient stated that she is having no problems with her knees and found the injections helped. The nurse was unsure which knee the patient received the injections. The nurse reported that the patient is unsure if orthovisc has anything to do with the reaction she is having but stated that is the only other thing she has been in contact with that is different from the norm. The nurse could not provide any other further information.